Manufacturer narrative:
Date of event is on unreported date in (B)(6) 2018 the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for treatment. On an unreported date, the patient was treated with unspecified anti-inflammatory drug (dose, route and frequency not reported) for treatment during hospitalization. At the time of this report, the patient was still in the hospital and has not recovered from the event. Pd therapy was withdrawn during the hospitalization. No additional information could be provided as the reporter declined follow-up.